Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 50 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was having the pump replaced due to normal eri (elective replacement indicator). When the hcp went to see if he could withdraw from the catheter, he noticed that the whole catheter was coiled inside the pocket, so it was out of the intrathecal space and had floated back into the pump pocket. It was unknown when the catheter got dislodged as the managing physician did not mention there could be a problem at all, and the patient was stating that she thought she was getting efficacy. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The catheter was replaced during the procedure. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.